Event description:
It was reported that a friend of the patient called and said that the patient's lead "is not working right" and "may be replaced." The patient was reported to have shocking sensations. Follow up was unable to gain any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: d154awg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).